Event description:
It was reported that a atb35 was used during a laparoscopic gastrectomy procedure. It was reported by the affiliate that the instrument jaws would not open after firing. A new device was used to complete the case. There was no consequence to the pt. 5/18/98-rec'd add'l info from affiliate. The anvil was dislodged and the anvil was opened with another instrument. And the second instrument was used, but the surgeon could not fire it. The second instrument seems to be locked out. A new device was used to complete the case.